Manufacturer narrative:
Section a: additional patient information cannot be provided due to personal data privacy legislation/policy. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a driveline power fault occurred on the morning of (B)(6) 2025. The patient decided by themselves to perform a system controller exchange. The driveline power fault recurred on the patient's new system controller. A second system controller exchange was performed in the hospital the morning of (B)(6) 2025. The modular cable was not exchanged. The patient was being monitored in the hospital for any impact on the patient's clinical condition due to the system controller exchange. The origin of the driveline power fault was not clear. It was later reported that the driveline faults resolved after the system controller was exchanged in the hospital, and there was no adverse patient impact due to the reported events.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed driveline power fault alarms; however, the reported driveline communication fault alarms were not captured in the available log file data. Review of the submitted images also confirmed evidence of corrosion within the inline connector of the driveline. Although corrosion could have contributed to the alarms, a specific cause for the alarms and corrosion could not be conclusively determined through this evaluation. Review of the submitted images confirmed evidence of corrosion on the pins of the modular cable inline connector, refer to the modular cable investigation regarding evaluation of the returned modular cable. Review of the submitted log files confirmed that the driveline power fault alarm became activated twice on (B)(6) 2025 and once on (B)(6) 2025. It was noted that the most recent log file data captured was on (B)(6) 2025. The system otherwise appeared to be operating as intended at the set speed, and there were no other notable findings. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 2 ¿system operations¿ contains instructions on replacing the modular cable and instructs ¿rotate the locking nut of the modular inline connector until the clicking sound has stopped and the yellow line is hidden by the locking nut.¿ section 6 ¿patient care and management¿ warns ¿do not allow patients to swim or take tub baths while implanted with the left ventricular assist device. Patient immersion in water or liquid may cause the pump to stop. Never submerge the driveline, modular connector, system controller, or any external system components (such as the power module, the mobile power unit, batteries, power cables, or battery clips) in water or liquid. Submersion in water or liquid may cause the left ventricular assist device to stop.¿ section 8 ¿equipment storage and care¿ states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Section 7 ¿alarms and troubleshooting¿ describes alarm conditions as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is currently available. Section 1 ¿introduction¿ warns that the system components must be kept dry. Never take tub baths or go swimming while implanted with the pump. Section 4 ¿living with the heartmate 3¿ contains information regarding how to clean and care for the driveline and driveline exit site. This section also instructs ¿never put the driveline, system controller, or any external equipment (such as the mobile power unit, batteries, power cables, or battery clips) into water or liquid. Immersion in water or liquid may cause the pump to stop.¿ section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. Section 8 ¿handling emergencies¿ lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2025 the driveline power faults recurred resulting in the modular cable being exchanged on (B)(6) 2025. It was noted that prior to the exchange, the alarm was cleared, then the alarm re-occurred and was silenced. The alarm resolved after modular cable exchange. On (B)(6) 2025 a new driveline communication fault occurred. The alarm cleared but reoccurred on the (B)(6) 2025. The patient was admitted due to these events and kept under observation. The cable was manipulated and the patient manipulated their upper body but the alarm did not recur. On (B)(6) 2025 the driveline communication fault alarm recurred and was cleared. The exchanged modular cable was inspected and was observed to have dried fluid particles on the pins of the modular connector on the cable side which the site considered as a possible cause of the alarms. The patient was monitored for a further 2 days, but the alarm did not recur until (B)(6) 2026. The patient was again discharged from the hospital after this occurred.